Manufacturer narrative:
Upon completion of the investigation it was confirmed that the device could be unloaded manually from the ambulance.

Event description:
The loading/lifting arms on the powerload were stuck in the upright position and would not lower. This could potentially cause a delay in treatment.

Event description:
The loading/lifting arms on the powerload were stuck in the upright position and would not lower. This could potentially cause a delay in treatment.